Manufacturer narrative:
Device did not alarm button error or failed bat test. Unit had unresponsive buttons due to corroded keypad traces. Unable to perform displacement test, rewind, basic occlusion test, prime test and excessive no deliver test due to no button response. The battery cap was able to twist in and out properly from the battery tube threads. Unit had a scratched display window, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.

Event description:
It was reported by the customer that their insulin pump was alarming button error with failed battery alarming shortly afterwards and upon inquiring further, it was discovered that they was being hospitalized for high blood glucose levels on (B)(6) of 2014. Customer stated they were with a friend when the device began to alarm. Customer returned home, began to feel ill and called 911. Blood glucose level was 331 mg/dl at time of hospitalization. Customer attempted to use back up plan but did not have manual insulin injections available at the time. Nothing further reported.